Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: the battery compartment was found to be cracked. Moisture corrosion was observed in the battery canister. The pump was unable to power on. When the pump was opened, moisture was found on the internal components.